Event description:
Reportedly, the balloon burst during use. Some of the latex is missing. Doctor attempted to retrieve balloon. Material from the patient's hand the next day. Some of the winding may have remained. There were no patient complications reported.